Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer gave a correction bolus via the pump to address bg level. Recommendation was made to discuss diabetes management with a health care professional.